Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device expulsion ('migration/piece of the essure coil in the uterus still/ essure coil coming out of my vagina') in an adult female patient who had essure (batch no. 886671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, fibroids, migraine, heavy periods, vaginal bleeding, vaginal odor, dysfunctional uterine bleeding, vaginal discharge, dermatitis, rash, dysmenorrhea, cramp in lower abdomen, nabothian cyst, asthma, stomach pain, chronic cervicitis and paratubal cyst. Previously administered products included for an unreported indication: mirena in august 2008. Concomitant products included gabapentin, ibuprofen (motrin), oxycodone and paracetamol (tylenol). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary prob"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection "), abdominal pain lower ("I ve been in a lot of pain and cramping/ pain in my lower abodminal area and feeling a lot of pressure when I stand up"), abdominal pain upper ("hurts on my left and right side mid stomach area"), flatulence ("paasing gas with no problem"), headache ("getting headache"), vaginal haemorrhage ("I ve been cramping and light pink spotting") and dyschezia ("pain once its starts moving through my intestine is very painful"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, cystoscopy,morcellation of pelvic mass). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device expulsion, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection, abdominal pain lower, abdominal pain upper, flatulence, headache, vaginal haemorrhage and dyschezia outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, device breakage, device expulsion, dyschezia, flatulence, headache, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: fracture, migration, bladder/ urinary problems. Insertion details-left 6 right 4 coils being visible diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2019: 2.1 curvilinear hyperdense structure within the anterior endometrium is suspicious for an essure device 10.2 cm subserosal fundal fibroid. Hysterosalpingogram - on (B)(6)2013: normal position of micro inserts with bilateral tubal occlusion. Pathology test - on (B)(6)2019: uterus and fallopian tubes, hysterectomy/bilateral salpingectomy: cervix/endocervix: acute and chronic inflammation and nabothian cysts. Uterus: endometrial glandular and stromal breakdown. Leiomyomata. Unremarkable bilateral fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media:abdominal pain upper, abdominal pain lower, flatulence, headache, vaginal haemorrhage, dyschezia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr and social media received-new events I ve been in a lot of pain and cramping/ pain in my lower abodminal area and feeling a lot of pressure when I stand up, hurts on my left and right side mid stomach area, paasing gas with no problem, getting headache, I ve been cramping and light pink spotting, pain once its starts moving through my intestine is very painful were added. Event device dislocation updated to device expulsion. New reporter, lab data, medical history, concomitant and historical drug, insertion details, removal details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in a female patient who had essure (batch no. 886671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary prob"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection "). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for: fracture, migration, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in a female patient who had essure (batch no. 886671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary prob"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection "). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received tretent for: fracture, migration, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event injury was updated to device breakage. Events added: psych injury, migration, bladder/ urinary problems. Lot number and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.